Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The physician complained of erroneous results for 1 patient sample tested for thyrotropin (tsh). The customer is comparing results from their architect instrument to a roche instrument from an external laboratory. The tsh results from the architect instrument were reported outside of the laboratory where they were questioned by the physician. The physician requested investigation of 1 patient sample. The physician suspects macro tsh interference in the sample. Based on the data provided, erroneous free thyroxine (ft4) and free triiodothyronine (ft3) results were also identified. The sample was submitted for investigation. This medwatch will cover ft3. Refer to medwatch with (B)(6) for information on the tsh erroneous results and (B)(6) for information on the ft4 erroneous results. Refer to the attachment to the medwatch for patient results and investigation results. No adverse event has been reported. The serial number for the roche instrument used at the external laboratory was not provided. Refer to the attachment to the medwatch for the serial numbers and reagent lot information used at the investigation site.

Manufacturer narrative:
A specific root cause could not be identified for the differences in the ft3 results. Assays from different manufacturers can generate different values. This relates to the overall setup of the assay, the antibodies used and differences in reference materials/methods and the standardization method used.